Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed redness under the sensor patch and extending beyond the patch perimeter. The spouse stated she sent a photo of the reaction to the diabetic doctor who then prescribed azithromycin (zpak) and over the counter neosporin ointment for the reaction. At the time of the report a photo was not provided to dexcom. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 11/21/2022. It was reported that the patient was also prescribed mupirocin topical ointment for the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.